Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l77341, implanted: (B)(6) 2000, explanted: (B)(6) 2016, product type: catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4)-pump replaced. Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving lioresal (baclofen) 2000mcg/ml for a total dose of 150 mcg/day via an implantable pump for intractable spasticity. It was reported healthcare professional (hcp) thought the catheter was dislodged based on an x-ray. Caller stated the pump was recently replaced and the issue happened after replacement. The issue was diagnosed via an x-ray. Product compatibility and priming considerations were reviewed. Total catheter length was unknown and it was explained if the spinal segment was replaced then only that portion of the catheter would be primed and the length would be known, but overall the length would still be an estimate. Patient reported spinal headache and vomiting. Caller stated he believed the symptoms started sometime after pump replacement. Symptoms reported were not drug related. The vomiting ended prior to the catheter revision surgery and the old system was completely replaced with the 8780 catheter. Catheter was revised on (B)(6) 2016, and managing physician would be aware of the symptoms and surgeon would be for what was discovered in and/or the outcome of surgery. According to the hcp, the resident implanting the catheter had not properly anchored the catheter in place additionally, the consumer reported moved patient into the bath, which could have dislodged the catheter. No further information was provided.

Event description:
Additional information received from a manufacturer business partner and a manufacturer representative stated the lot# for the 8703w was l77341 and the serial number for the 8596sc was (B)(4). It was later reported on (B)(6) 2016, the catheter was to be revised. As of (B)(6) 2016, according to the healthcare professional, the resident implanting the revision catheter did not properly anchor the catheter in place. The pain management physician had not seen the patient since (B)(6) 2016 and had no further information. Medical history included intractable spasticity and implantations of: an indura catheter device, a synchromed pump (model # 8703w, 8626-18 implanted (B)(6) 2000); a synchromed ii pump (model # 863740 implanted (B)(6) 2007); a synchromed ii pump (model # 8637-40 implanted (B)(6) 2014); a synchromed ii pump, and a proximal revision kit (model # 8637-40, 8596sc implanted (B)(6) 2016; replacement due to volume discrepancy starting in (B)(6) 2016; physician tried to do a dye study and was unable to aspirate the catheter; catheter revision due to a catheter disconnect and the pump was replaced due to time (2 years) in service, no allegations to the pump). Concomitant products were not reported. On unspecified dates, the patient treatment included lioresal 2000 &#956;g/ml (also reported as baclofen 2000 &#956;g/ml) at 150 &#956;g/day, per simple continuous infusion, intrathecally via a synchromed ii pump, for intractable spasticity and cerebral palsy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.